Event description:
A customer contacted baxter technical service center regarding a system error code 2240 that occurred on the homechoice (hc) during drain. The technical service representative (tsr) assisted the caller cycle power to clear the alarm. The home pt stated the pt line disconnected while he was sleeping. The hc unit was operational. No pt injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
No additional info regarding the sample is available.